Event description:
A us distributor returned a monitor and reported monitor does not pass essential performance testing.

Manufacturer narrative:
Upon investigation the monitor had corrupt programming and was resetting. The monitor did not pass essential performances testing. The root cause for the corrupt programming could not be positively identified. There was no adverse event that resulted from the damaged monitor.